Manufacturer narrative:
Investigation summary: the associated manufacturing records for this lead were reviewed, which confirmed that the lead was manufactured in accordance with the standard operating procedures. As received, electrical tests performed were within specification and were not evidencing any electrical malfunction. After carefully cleaning blood residue from the tip, the fixation function was within specification with extension and retraction of the helix. No general malfunction on the lead is suspected to be the cause of the event. Cardiac perforation may be attributable to different factors, such as patient physiology or physician preferred implant site, which are independent of the lead characteristics. Furthermore, cardiac perforation is a well-known potential complication associated to such implantable devices, discussed in published literature. The results of this investigation are retained and utilized for trending purposes. Please find attached the investigation report.

Event description:
Reportedly, a ventricular perforation by the ventricular lead implanted on (B)(6) 2024 was discovered due to a loss of myocardial capture during ventricular pacing. The lead was explanted on (B)(6) 2024.

Event description:
Reportedly, a ventricular perforation by the ventricular lead implanted on (B)(6) 2024 was discovered due to a loss of myocardial capture during ventricular pacing. The lead was explanted on (B)(6) 2024.